Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical prodcts imw15q lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged resulting in pacing failure. Lead re-positioning was attempted, however obstructive thrombosis was noted in the posterolateral vein where the lead had been placed, therefore the lead was re-positioned in the lateral vein. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.